Event description:
Wife of home pt (hp) reports air in pt line tubing of homechoice set noted in initial drain. Spouse reports being unable to prime pt line of homechoice set completely. Hp reports baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.